Event description:
While troubleshooting with customer technical support (cts) for instrument issue regarding vacuum errors on the coulter act diff 2 analyzer, the operator observed the baths had overflowed. No exposure or injury had resulted from this event. Customer was wearing proper personal protective equipment at the time of the leak and no patient results were affected due to the leak. Cts had customer replace the air filter and empty the foam trap which was 1/3 full. Cts then guided customer through replacing the waste filter and draining the baths from the diluter. Cts instructed customer to run startup and no further issue was observed.

Manufacturer narrative:
Method: evaluation was done over the phone with the help of customer technical support. Leaking issue was noticed while troubleshooting for vacuum errors on the act diff 2. (B)(4).